Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was inoperable due to the patient not charging the device. Patient stopped using and charging the device because he no longer had the pain that the scs system was implanted to provide stimulation too. Ipg was subsequently removed.